Event description:
Heartware lvad presents with 2nd event of symptomatic melena with anemia. Hemoglobin was 7.3 and inr 2.6 on admission. Four units of blood were transfused over the hospitalization. Endoscopic evaluation included colonoscopy x 2 and egd, which revealed blood throughout the colon with normal egd. Small bowel endoscopy was deferred when patient developed bacteremia and hemoglobin stabilized. Heparin to coumadin bridge was complete prior to discharge. Aspirin was stopped.